Event description:
Related manufacturer report number 2017865-2024-01213. It was reported that during a follow up in clinic, right atrial noise was noted. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to enable electrograms (egm) for noise. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.